Event description:
Reporter alleged blood glucose test strip vial had a strand and was getting high blood glucose readings (200 mg/dl). It was reported customer's medication was changed based on the reading however was then getting low readings. No other information on whether medical assistance was sought or if treatment was received was reported. A request was made for the return of the suspect product and replacement product was sent.